Event description:
On (B)(6) 2024, a patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent allegedly collapsed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not returned for evaluation. Two pdf files containing x-ray images were provided. The first pdf has eight images. Eight (8) images were provided showing a stent placed in the cephalic arch including balloon dilation of the stent and angiography. The diameter of the stent end towards the chest was found reduced. The second pdf has eleven images. Eleven (11) images were provided documenting post dilation of the stent placed two days ago as well an additional stent placed inside the previous one. The same diameter reduction as seen on images from october 2nd are visible. One of the images shows a line inside the stent; however, it could not be determined what caused the formation of this line. Based on x-ray images no indication for a device deficiency could be identified. Based on information available and evaluation of the provided photos, the investigation is closed with confirmed results for stent deformation. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use (IFU) states that potential complications may include, but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." Regarding stent placement inside a previously placed stent the IFU states: "the device has not been tested for use in an overlapped condition with a bare metal stent or covered stent." G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a stent graft placement procedure using the cover a vascular covered stent. During the procedure, the stent allegedly collapsed. There was no reported patient injury.